Event description:
On (B)(6) 2012, the patient contacted animas stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons were intermittently unresponsive to button presses. The keypad was removed and contamination was found under all button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.